Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0wqma, implanted: (B)(6) 2015 product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the implant stopped working so they moved the implantable neurostimulator (ins) from the patient's right side to the left side. This surgery took place the day prior to this report. It was alleged to have stopped working in (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.